Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the stored electrocardiograms showed non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator. It is unknown if the patient experienced symptoms due to the oversensing; however, the patient did not receive therapy during the event. Programming changes were discussed. There was a history of this oversensing so the patient would continue to be monitored.

Event description:
New information on 6/19/18 shows that the device was programmed to recommended changes. Patient was stable.